Manufacturer narrative:
Eval summary: without seeing packaging, it is not possible to determine cause of this alleged issue or if an actual mfg issue exists. All devices from this lot have been distributed, so a stock investigation of inventory could not be performed. Complaint history search of the 2256 part family did not reveal any other reports like this. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the cavity of outer sterilized packaging was not sealed to the tyvek lid.